Manufacturer narrative:
Date of event was approximated to (B)(6) 2014, implant date, as no event date was reported. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a anterior and posterior vaginal wall repair + sacrospinous fixation + tvt insertion + cystoscopy + suprapubic catheter insertion procedure performed on (B)(6) 2014 for moderate cystocele and large rectocele. As reported by the patient's attorney, the patient experienced an unknown injury.